Manufacturer narrative:
The device has not been returned to (B)(4) for evalution. Because the actual device could not be inspected, (B)(4) has been unable to confirm the complaint. A review of the device history record showed no nonconformances during the manufacture of the pump.

Event description:
The initial reporter stated that the pump displayed error code 12. During a follow-up conversation, the patient's caregiver stated that, while waiting for a replacement pump to arrive from the provider, the patient experienced a delay in therapy of about 5 hours. The caregiver also claimed no impact to the patient as a result of the event. (B)(4).